Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument or reagent preparation issues. Ts reminded customer that results are also dependent on proper sample handling and preparation. Customer agreed to clean the preparation areas and touchpoints with fresh cleaning solution as a precaution and monitor subsequent runs. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4) using assay lot 297267 on panther instrument sn (B)(4) which had 4 positive samples they were questioning since they were all in a row. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.